Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became stuck in a placed stent. The 50% stenosed lesion was located in the middle left circumflex (lcx) and distal lcx artery. The lesion was not calcified. The physician stated the clearance between the guide wire and the atlantis sr pro2 imaging catheter during advancing was not good so the guide wire exit port became stuck with the distal edge of the unknown stent and was lifted. The imaging core of the imaging catheter was removed, an unknown guide wire was inserted and the guide wire exit port was released from the stent. It was confirmed that there was no stent deformation. No patient complications were reported and the patient's status is reported as good.